Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three of five. The home patient (hp) was connected at the time of the alarm. A technical service representative (tsr) explained the alarm and assisted the hp to cycle the power to the hc to clear the alarm. During troubleshooting no issues were noted which could have contributed to the event. There was nothing unusual about the supplies. There was no patient injury or medical intervention. No additional information is available.